Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and identified an issue with the system's display. The display power board was repaired and problem was resolved. Unit was calibrated and safety tested to factory's specifications.